Event description:
It was reported that the trifuse extension leaked when attached to a primary set and when mated to a syringe.the event occurred in the ICU . Although requested there was no additional event details or patient impact provided at this time. The customer stated the leaks occurred when removing the extension set from the package and testing the set with a syringe. A video attached to file of product failure leaks when using syringe and slid clamp is clamped.

Manufacturer narrative:
Section a requested however not provided by customer.

Manufacturer narrative:
The customer report of a leak from the trifuse extension sets was confirmed based on functional testing on two of the received initial unopened reported associate set samples. The reported suspect set was not received for evaluation. However, a customer-provided video confirmed the leak at the same location as that of the returned associate sets. The leaks on the two samples were observed at the engagement between one of the three tubing's to the inlet of the parallel connector components. The root cause was identified as a manufacturing issue.

Event description:
It was reported that the trifuse extension leaked when attached to a primary set and when mated to a syringe. The event occurred in the ICU. Although requested there was no additional event details or patient impact provided at this time. The customer stated the leaks occurred when removing the extension set from the package and testing the set with a syringe. A video attached to file of product failure leaks when using syringe and slid clamp is clamped.